Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Concomitant medical products: product ID: ddmb2d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered and alert and the patient presented to the emergency room. During reprogramming, a huge variation in rv and superior vena cava (svc) defibrillation impedance was noted. Electric cardioversion was performed and the device delivered the charge, however after several measures it again showed high impedance in the svc and rv. The lead was capped and replaced. No patient complications have been reported as a result of this event.